Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with a 700cc mentor memorygel breast implant has experienced right-sided capsular contracture grade iii postoperatively. The issue was diagnosed by the doctor. As a result, patient underwent a removal on (B)(6) 2022.

Manufacturer narrative:
Additional information received on (B)(6) 2022 indicated that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On (B)(6) 2022, additional information indicated that the patient underwent right side total capsulectomy and replacement with mentor silicone implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 3, 2022 indicated that the patient replaced with cat#: 3505700bc, sn#:(B)(6). Manufacturer¿s reference number: (B)(4).